Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg would not connect to the remote control (rc) and would not hold a charge ever since a treatment was given by a physician. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the patient's ipg was non-functional and high impedances were noted on the patient's leads. The patient will undergo an explant procedure. Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient's ipg would not connect to the remote control (rc) and would not hold a charge ever since a treatment was given by a physician. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's ipg would not connect to the remote control (rc) and would not hold a charge ever since a treatment was given by a physician. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the patient had a magnetic therapy and it frayed all of his system. The patient underwent a revision procedure wherein the splitters were explanted and the ipg, leads and clik anchors were replaced. Additional suspect medical device components involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model #: sc-4316 lot #: 17146848 description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s ipg would not connect to the remote control (rc) and would not hold a charge ever since a treatment was given by a physician. The patient will undergo an ipg revision.